Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the enterprise server and stations went to disconnect mode. The technical support specialist (tss) discovered that the virtual machine hosting the enterprise server had crashed unexpectedly. After the customer restarted the server, the tss confirmed that all services were running normally. The tss then restarted the data synchronization service on affected stations to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the user was unable to login to the server, multiple stations went to disconnect mode, and health site viewer was down. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.